Manufacturer narrative:
The investigation has been completed. Console logs from the reported day of event were consistent with the complaint and confirmed the reported failure mode given there was a controller error alarms triggered during the clinical procedure. Real time logs confirmed that all signals received from optical bench were for approximately four minutes interpreted as -16384 values. The console was investigated. The failure was unable to be reproduced throughout testing and was characterized by a temporary loss of optical data and triggering of a controller error alarm, that has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the issue was not determined since the issue could not be reproduced.

Event description:
The user facility reported a 54-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that automated impella controller (aic) was exchanged for a backup due to a yellow controller alarm. No patient harm was reported and the impella 5.5 support continued.